Event description:
My mouth became inflamed after I used it. [Inflammation of mouth]. Case description: on 2024-04-05 a spontaneous case was reported in canada by a(n) patient via call center representative (phone). The report concerns a(n) 64 year old female consumer. The consumer received poligrip clear and fresh (nan+napc+potm+taed tablet) lot number pl2t and expiration date was not reported for indication(s) product used for unknown indication. No concomitant medications were reported.on an unknown date, after an unknown time of starting poligrip clear and fresh, the consumer experienced a medically significant my mouth became inflamed after I used it. The outcome of the event my mouth became inflamed after I used it. Was not recovered/ not resolved/ ongoing.no medical history was reported. No drug history was reported. The reporter provided the following comment: "became inflamed after I used it, but I used poligrip before, then I started taking a supplement so I stopped using my retainer and the poligrip now I started using it again. It is especially bad on the inside of my lips. How can I get a refund? Where are you from? Oh, wow and how will I get my refund if you are from there?". The action(s) taken were: for poligrip clear and fresh was unknown. Dechallenge and rechallenge was not applicable. Causality assessment was not provided. The report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences.

Manufacturer narrative:
Veeva case: (B)(4).